Event description:
End user states arm rest are tore up and cutting into skin of patient I spoke to motion concepts according to motion chair left out as a jazzy power chair and has a montion seating system consumer mentioned prev dealer (B)(6) took chair back and made adjustments put different parts and pieces to chair consumer is really not sure who chair belongs to consumer has contacted dealer unit seating and has not been able to resolve issue with the arm rests